Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that their sensor is missing an electrode. Customer's blood glucose level was 8.9 mmol/l. Customer was advised that the device would be replaced and agreed to return the product for analysis.